Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Unit was not returned for evaluation. The customer repaired the unit, by changing the qdv, and returned it to the field.

Event description:
This report was originally submitted on 2/1/2019, and is being resubmitted on 6/4/2020 as the original report failed to go through. When the portable was disconnected at the end of filling; the nipple of the qdv was stuck. A very large spray of liquid oxygencame out and the device run out of oxygen. The device was sent for maintenance: the qdv has been changed. The patient was not injured.

Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 10/18/2018, and is being resubmitted on 5/28/2020 as the original report failed to go through. When the portable was disconnected at the end of filling; the nipple of the qdv was stuck. A very large spray of liquid oxygencame out and the device run out of oxygen. The device was sent for maintenance: the qdv has been changed. The patient was not injured.